Event description:
During a lap radical nephrectomy procedure, the surgeon fired the device on the renal vein and the staple cartridge only partially fired. The drivers on the left side of the staple cartridge formed staples, but the drivers on the right side did not advance the staples. A new device was opened and the case continued with no harm done to patient.